Event description:
Patient has reported implant rupture. Patient also report the onset of breast pain and concerned with the higher risk of bia-alcl. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: pain : unable to observe as it is a medical event that is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Seroma -late : unable to observe as it is a medical event that is not related to the device. Lump/nodule : unable to observe as it is a medical event that is not related to the device. Silicone migration : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient right side rupture, seroma-late, and silicone migration. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and silicone migration.